Event description:
Vocare bladder system implantable components not functioning. Pt scheduled for surgery to evaluate and possibly replace implantable components. Physician will provide further info following surgery and will return device for eval if removed.